Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
A patient reported via manufacturer representative that stimulation was helping the patient¿s left breast pain but that she was getting overstimulation. The patient also reported that she had been feeling a burning sensation near her scapula. Reprogramming was scheduled for friday, (B)(6). The patient was advised to turn stimulation off if the burning persists to see if it goes away. No further complications were reported/anticipated. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(4) 2017 reporting that the patient had getting burning sometimes by their shoulder area where the lead was placed. The patient was reprogrammed for better coverage and the overstimulation had been resolved. The patient was no longer feeling stimulation in their arm and leg. It was also noted that the patient¿s rate was decreased to 60. No further complications were reported.